Event description:
The customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the igbt board. This MDR is related to ge healthcare complaint (B) (4)